Event description:
It was reported that the patient with this right ventricular (rv) lead experienced perforation. The rv lead was revised and remains in service. No additional adverse patient effects were reported.